Event description:
It was reported that the patient experienced infusion set patch did not stick to skin upon insertion event on (b)(6) 2026.

Manufacturer narrative:
E1: Name: Ypsomed AGCountry: SwitzerlandStreet: Weissensteinstrasse 26City: SolothurnZip Code: CH-4503.Based on the available information, this event is deemed to be a reportable malfunction.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number.Reporting Site: 8021545Manufacturing Site:3003442380.